Event description:
It is reported that the patient was revised in 2009, due to unstable collaterals. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight and patient activity is unknown. Based on the available information, a definitive cause cannot be determined. No product was returned. Review of the device history records for the femoral component did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Review of the device history records was not possible for the tibial plate and articulate surface, as the product and/or lot numbers were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.